Event description:
Pt has had problem with capsular contractures and wishes to have this problem remedied and replacement with saline implants. Each implant was found intact but there was a very slight amount of silicone bleed present. There was no visual residual of silicone. Explants are being retained by the surgeon.